Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was returned with the needle plunger, suture, posterior cuff, foot, and needles in the pre-deployed positions. Analysis of the device revealed that the guide was broken at the distal end which could appear very similar to the reported sheath detachment. A guide break would produce a snapping sound as reported. Therefore, the reported product experience is confirmed. A guide break indicates that there was resistance encountered while inserting the device into the patient anatomy as reported. Possible contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During manufacturing, every guide is inspected and verified for proper assembly. There were no challenging anatomical conditions reported which could have contributed to the guide break. Incorrect deployment techniques such as inserting the device into the patient anatomy at an angle greater than 45 degrees could have contributed to the guide break. Applying excessive downward pressure while inserting the device into the patient anatomy could have caused the guide to break. This is consistent with the reported information that the device was rotated and manipulated during attempted device insertion into the patient anatomy against resistance. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the guide break is incorrect deployment technique. The instructions for use state under the precautions section do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The reported failure to achieve luminal blood marking is likely a subsequent result of difficulty inserting the device into the patient anatomy. During lab testing, the luminal marking test was performed and the result met the manufacturing criteria. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint database for this lot revealed no other incidents with reported difficulty inserting the device into the patient anatomy with sheath detachment. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure was attempted using a perclose proglide device. Reportedly, during device insertion difficulty was encountered and arterial marking, as indicated by pulsatile blood flow through the marker lumen, was not present. Although resistance was met, the device was manipulated by being rotated left and right and pushed in and out to position the device to achieve arterial marking, but was unsuccessful. During device manipulation, the patient complained of pain and a snapping sound was heard. When the device was removed, the distal-sheath had detached remaining in the vessel. The detached distal sheath was surgically removed and the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use against resistance - the perclose proglide instructions for use (IFU) states under the precautions section do not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.